Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient was seen in clinic to have their device turned on after implant and presented with high lead impedance. It was reported that the patient had a severe seizure and fell down 10 days after implant. X-rays were taken. The x-ray images taken in (B)(6) 2023 were reviewed. The generator placement was placed normally per labeling. Based on the images provided, the feedthrough wires were intact, and the lead pin appears fully inserted as it is visible past the backend of the connector block. The visible portion of the lead was reviewed and assessed for breaks; none were detected. Stress relief bend and loop was present; however, they were not placed per labeling. Tie-downs were present but were not placed per labeling. Majority of the lead goes around the generator almost entirely except in a very small section that is behind the generator. Additional x-ray images were taken in (B)(6) 2023 and were reviewed. The generator placement was placed abnormally. The generator is near the middle of the chest by the patient¿s spine and appears to be rotated. The connector pin cannot be seen coming through the second connector block due to the angle of the image but based on the position of the backend of the lead pin it can be assessed to be fully inserted. Based on the images provided, the feedthrough wires being intact could not be assessed due to the quality of the images provided. The visible portion of the lead was reviewed and assessed for breaks; none were detected. Strain relief bend and loop are present; however, they were not placed per labeling. Tie-downs are present but were not placed per labeling. Majority of the lead goes around the generator almost entirely except in a very small section that is behind the generator. Based on the x-rays received, the cause of the high impedance cannot be determined form the images provided. However, any fractures or microfractures on the portions of the lead that were not visible cannot be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.